Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. The device was returned in hardware backup mode due to a por reset. The device image was retrieved but was corrupted. Upon interrogation, the battery voltage dropped suddenly and telemetry was lost. The cause of the backup mode could not be determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.